Event description:
Event #1 [redacted date]: on [redacted date] a connector hub for an ambu cystoscope broke off during assembly for a cystoscopy. Lot# 1000821276. Event #2 [redacted date]: from [redacted date] to [redacted date] we had seven cystoscopes connectors brake off when connecting the stop cock to the connector on the cystoscope. Lot numbers and physical scopes taken by the rep back to the company. Scopes were replaced by the company. On [redacted date] a trainer came to our clinic from ambu to watch assembly of our scopes. Conveniently, one of the scope connector hubs actually broke off during assembly of the scope that morning. The trainer [redacted name] actually was able to replace that scope that day along with the seven other scopes. The trainer had no significant reported findings with the assembly of our scopes in correlation to why the connector hubs are breaking off. Event #3 [redacted date]: on [redacted date] ambu rep [redacted name] notified that one cystoscope connector for fluids was broken in the packaging and that one cystoscope connector broke off while stop cock was being connected. Rep notified the company and submitted for replacement of the defective scopes. Manufacturer response for cystoscope, ascope 4 cysto single-use flexible cystoscope standard deflection (per site reporter). Rep on site for one event, escalated to rep and mfg for all events.